Event description:
The pt had been having seizures and falls. The pt fell around (B) (6) and last recharged about the same time; it was noted that the pt had trouble remembering since the seizures. She fell on the device and had a bruise on the skin of the implantable neurostimulator (ins). In early (B) (6) 2010, the pt had communication issues when trying to recharge. The recharger was noted to be working; she had tried different locations with no success. The pt's programmer also would not communicate with the ins. An overdischarge was suspected. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).